Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm was noted. The device was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 571 mg/dl. No delivery was also reported on insulin pump which wasn't resolved by troubleshoot. No symptoms or treatment was reported. The customer was wearing the insulin pump during the hospitalization. The insulin pump is expected to be returned for analysis.